Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with antibiotics was unsuccessful. A revision surgery (date not reported) was performed to remove the pus around the implant side; however, the issue could not be resolved. The infection continued resulting in the exposure of the receiver/stimulator unit. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as per date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).